Event description:
The patient reported a kinked cannula on her insulin infusion set. She stated she had a massage today and when she got home her blood glucose reading was high. The patient would not specifically respond to questions about her blood glucose level but stated it was "high enough." She stated "it was probably where I put it and the pressure from the massage." The patient stated when she first received the high reading she thought it was due to what she ate for lunch and so she bolused to correct her blood glucose level. When she tested later, her blood glucose was still high so she removed her insulin infusion headset and found the kink. She stated she gave herself an injection and changed the headset. When asked if her blood glucose levels were now normal, she stated, "I'm working on bringing it down." The patient was unwilling to provide further information and was not interested in further follow up. She stated this wasn't anything she was worried about. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for eval.